Event description:
Boston scientific was notified of an event in which a physician was attempting to deploy a coil through a microcatheter. While attempting to reposition the coil, the coil stopped moving: therefore, the physician decided to remove both the coil with the microcatheter. The pt condition after the procedure was good.